Event description:
Information was received indicating that 28 days following use of a smiths medical bivona flextend tracheostomy tube, the tube was cleaned and stored in its holder. The tube was reinserted 15 days after cleaning. However, a split was noted to the flange two days after reinsertion. The trach tube was then required to be changed out. There were no reported adverse effects.

Manufacturer narrative:
Two bivona flextend tracheostomy tubes were returned for analysis in used conditions. Upon visual inspection, it was seen that the sample 1 had a split on the flange eyelet and that the flange eyelet from the sample 2 was broken. Relevant documents were reviewed and deemed adequate. The manufacturing process was reviewed. Reviews of the assembly process and training were performed; both deemed adequate. Molding issues were audited during thirty two (32) units finding no damage to the units. Based on the evidence the complaint was confirmed but the root cause is unknown. However, it is thought that the most probable root cause is that damaged occurred after the product left the shm facility.